Event description:
It was reported that the right ventricular (rv) lead's defibrillatory impedance was high. The rv lead was explanted and replaced. The patient was stable before, during and after the procedure.